Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there was a hole in the inflation line which was found when filling the cuff. The customer indicated that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the tube, the pressure in the cuff was checked. It was reported that the cuff was found to be leaking and that the patient was intubated with another tube. It was reported that this did not affect the patient's condition. According to the reporter, prior to use, there was a hole in the inflation line which was found when filling the cuff. The customer indicated that there was no patient involvement.